Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional viperwire guide wire referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during a procedure to treat 75% stenosed heavily calcified right coronary artery (rca) #3-4 lesion, a viperwire advance coronary guidewire crossed from #3 to #4 atrioventricular (av), and atherectomy was performed with a diamondback coronary orbital atherectomy device (oad). The vessel was primarily wired with another unknown guidewire, and it was exchanged to the viperwire using an unknown micro catheter. During the second treatment, the viperwire guidewire fractured. An attempt was made to retrieve the fractured wire tip using a snare, but the snare could not pass through the calcified lesion in #3. To facilitate passage of the snare, a new viperwire guidewire was crossed from #3 to #4 proximal posterolateral (pl), and the calcification in #3 was ablated with the oad. During this time, after two treatments, the second viperwire coronary guidewire was used that also fractured. While attempting to retrieve the fragments, the patient's condition suddenly deteriorated. Therefore, the procedure was terminated, and the patient was placed under observation. It was noted that there was heavy wire bias with both the guidewires and there was resistance in wiring or delivering devices due to severe calcification on the distal side of the lesion. The physician is currently monitoring the patient's condition until follow-up observation.

Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. Detailed analysis of the fracture face was unable to provide conclusive evidence that would determine an exact cause of the damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, d9, g3, g6, h2, h3, h6 and h11.

Event description:
It was reported that during a procedure to treat 75% stenosed heavily calcified right coronary artery (rca) #3-4 lesion, a viperwire advance coronary guidewire crossed from #3 to #4 atrioventricular (av), and atherectomy was performed with a diamondback coronary orbital atherectomy device (oad). The vessel was primarily wired with another unknown guidewire, and it was exchanged to the viperwire using an unknown micro catheter. During the second treatment, the viperwire guidewire fractured. An attempt was made to retrieve the fractured wire tip using a snare, but the snare could not pass through the calcified lesion in #3. To facilitate passage of the snare, a new viperwire guidewire was crossed from #3 to #4 proximal posterolateral (pl), and the calcification in #3 was ablated with the oad. During this time, after two treatments, the second viperwire coronary guidewire was used that also fractured. While attempting to retrieve the fragments, the patient's condition suddenly deteriorated. Therefore, the procedure was terminated, and the patient was placed under observation. It was noted that there was heavy wire bias with both the guidewires and there was resistance in wiring or delivering devices due to severe calcification on the distal side of the lesion. The physician is currently monitoring the patient's condition until follow-up observation. Additional information was received and the patient was hospitalized after the procedure as the patient experienced a perioperative myocardial infarction but had no chest symptoms and did not show any significant cardiac dysfunction under conservative treatment. Although still hospitalized, dialysis sessions were uneventful, and the patient remained free of chest symptoms while undergoing rehabilitation. However, ischemic changes appeared to be present on electrocardiogram (ECG) evaluation during exercise stress testing. The patient will be transferred soon for continued rehabilitation. The patient was physically capable of returning home. The current patient status is unknown, however the patient was stable at the time of transfer.